Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening with accelerated wear. The substantial wear and reported osteolysis likely resulted from long term use and the wear may have been accelerated by third body debris that developed over the 15.75 years of implantation. Section h11: the following sections have corrected information: (d2) common device name: keeled glenoid.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.

Event description:
As reported, approximately 15 years postop the initial implant, the glenoid was revised due to loosening. Glenoid loosening, revised to a hemi. The devices are returning.